Event description:
Patient reported a leak from air vent on filter of cadd extension tubing. No further details were provided.

Manufacturer narrative:
Additional information received that the patient switched to new tubing after the issue occurred.